Manufacturer narrative:
The evaluation of the returned pump confirmed the report of suspected pump thrombosis. A tissue-like deposition was present in the proximal side of the outlet stator, surrounding the outlet bearing ball and partially occluding the blood flow path. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. The deposition did not appear to have originated in this location; however, its specific origin could not be determined. The outlet portion of the rotor showed evidence of contact marks, indicating that the deposition was likely present in the outlet stator for an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level and caused increased drag on the spinning rotor resulting in the reported pump power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. The device was returned for analysis. Evaluation is not complete. The patient remains ongoing on the newly implanted device. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a pump exchange on (B)(6) 2016. The patient had been experiencing elevated lactate dehydrogenase (ldh) and elevated lvad power and estimated flow readings. The values of the ldh, power and flows were not reported. No additional information was provided.